Manufacturer narrative:
Moisture damage on the keypad traces noted but all buttons functioned properly. No unexpected numbers raising during testing. Insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. A stripped battery cap, cracked case, cracked reservoir tube lip, and scratched lcd window noted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading was over 400 mg/dl. Caller stated that the customer's infusion set was kinked causing the high blood glucose. Caller stated that the customer was hospitalized two other times, six months ago and two weeks ago. Caller stated that the customer's insulin pump was malfunctioning stated the numbers go up and down without input from the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.